Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2010 alleging that her one touch ultramini meter displays a low temperature message. A medical surveillance specialist (mss) sent follow up questions and the customer care advocate (cca) was unsuccessful in getting a hold of the patient and sent a letter to the patient to contact lfs. The following is based on the initial call: the patient mentioned that the alleged issue happened on (B)(6) 2010 around 6:00pm. The patient did not take any action due to the alleged issue. An hour later, she developed symptoms of a headache and was shaky. She did not seek any medical attention or contact his physician for assistance. While troubleshooting, it was noted that the meter was exposed to t temperature outside of the acceptable range and this was not the first time the product was being used. The product was replaced. The complaint is being reported since the patient alleged that she was unable to test her blood glucose since her meter was outside the acceptable range and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k061118.